Event description:
A spine surgical procedure was scheduled. The representative was to deliver the loaner instrument the day before surgery to allow for cleaning, prep and pack for sterilization. It was reported that the representative had made arrangements to have a partner deliver the set on day of scheduled surgery. The instruments arrived. The instruments had to be flashed sterilized. The surgeon was notified and was shown a photograph of the items flash sterilized. The surgeon indicated that he likely won't use these. The surgeon did not use any of the implants or instruments that were flashed sterilized. The representative was contacted and instructed that this was unacceptable.